Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 29-sep-2020. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Af (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot l20074.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 31-aug-2020, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded suspected discrepant false negative results of 0.004 & 0.06 ng/ml on an (B)(6) year old male patient with abdominal, arm and leg pain after bicycle accident. There was no additional patient information at the time of this report. Return product is available for investigation. Method: I-stat, date: (B)(6) 2020, time: 13:29, result: 0.04; siemens, (B)(6) 2020, 15:11, 0.316; I-stat, (B)(6) 2020, 15:18, 0.06. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The patient was transferred to another facility due to potential occult duodenal injury and rising troponin results. The results of EKG, and occult duodenal injury suggests the patient did not have an mi. However, after several attempts to obtain information, there was no final diagnosis to support negative I-stat results. The customer stated that the other facility will not release any additional information. The investigation is underway. Per I-stat system manual: art: 714258-00t. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).